Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, there was blood on the distal conductor of the lead and it was not obstructed, and the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: unk lead, implanted: (B)(6) 2006; unk lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that during the implant procedure when the lead was removed from the sterile packaging, the insulation was noted to be breached at two different points and wiring was exposed and noted to be fractured. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.